Manufacturer narrative:
The device system is expected to be returned; however, analysis is not needed, at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. (B)(6) was identified, post foot amputation. The device system was explanted. There were no additional adverse effects reported.